Manufacturer narrative:
Product has not yet been received by manufacturer; therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: clips don't close when they are implemented on the patient. No injuries reported.